Event description:
Intended use vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in united states notified biomérieux of misidentification of streptococcus mitis as streptococcus pneumoniae in association with vitek ms instrument (ref. 410895, serial number (B)(4). Customer reported having a misidentification of streptococcus mitis as streptococcus pneumoniae (as 99% confidence) with a patient sample. Customer then processed the patient sample on vitek 2 systems gp ID card and results were as expected: streptococcus mitis. Erroneous result was discarded and there was no patient adverse effect. Results are summarized below: patient info: accession (B)(6) male, (B)(6) admitted to hospital with productive cough culture source: bronchial lavage organism information: culture age: 16-18hrs culture medium: sheep blood agar-no hemolysis (remel®) gram stain: gpc (gram positive cocci) vitek results: first testing (vitek ms, serial number (B)(4): s. Pneumonia (99% confidence) repeat testing (vitek 2 systems gp ID card): s. Mitis expected result: s. Mitis there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification of streptococcus mitis as streptococcus pneumoniae in association with vitek® ms instrument (ref. 410895, serial number (B)(6)) investigation complaint analysis and device history record: review of the complaints database and device history record did not reveal evidence suggesting this is a systemic quality problem. Fine tuning: status good at the time of acquisition spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. However, the suspected identification (streptococcus mitis) is present in vitek ms kb v3.2. As no fine tuning was needed during the tests, vitek ms should identify this strain correctly. Customer data analysis: reprocessing the customer data with vitek ms kb v3.2, spectra led to a single choice to streptococcus pneumoniae. The analysis of the mzml sample shows that number of all peaks was quite homogeneous (between 48 and 50) but a few low. In addition, the score levels obtained were quite heterogeneous. Both customer sample spectra i1 and i2, there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. The hemoglobin peaks are prominent and prevent the expression of the other proteins, leading to very few number of peaks and consequently giving the misidentification or no identification. Conclusion based on the findings (low number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected and could explain the differences obtained, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). The suspected identification as streptococcus mitis could be questioned. However, without strain available, no additional investigation was performed internally. The root cause is unknown. It would be confirmed by the sample identification with a reference method as sequencing (soda ).